Event description:
It was alleged by the pt's attorney, "as a result of having the products implanted, the pt has experienced significant mental and physical pain and suffering, and have sustained permanent injury and substantial physical deformity."

Manufacturer narrative:
No sample was returned to the manufacturer for evaluation. A review of the device history record does not indicate any issues that could have caused or contributed to the reported event. The instructions for use states "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per new information received, as a result of having the product implanted, the patient experienced postoperative vaginal bleeding requiring blood transfusion, mesh exposure, mesh erosions requiring three surgeries, tvt erosion requiring removal surgery, stress urinary incontinence, occasional leakage of stool, vaginal discharge, dyspareunia and pelvic floor relaxation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced posterior vaginal wall prolapse, right carpal tunnel release (B)(6) 2008, vaginal atrophy with treatment of vaginal estrogen, transforaminal lumbar interbody fusion (tlif) of l4-5, depression, degenerative disc disease, infiltrating ductal carcinoma of the breast with lumpectomy/chemotherapy (B)(6) 2011, additional surgical treatment for vaginal vault prolapse, vaginal shortening, cystocele and vaginal scarring.